Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted and replaced on (B)(6) 2016 which resolved the high impedances; the lead was disposed of according to biohazard instructions.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0n11v, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information received reported that there was no mention of cause of high impedances and no adverse events. It was reported that there was stimulation in the vagina and rectum area.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va0n11v, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported high impedances during device interrogation on (B)(6) 2015. Impedances of >4000 ohms were found at combinations 0 & 1; 0 & 2; 0 & 3; and 1 & 3. Stimulation was in vagina and rectum area. The device was reprogrammed on (B)(6) 2015 and resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2016. It was noted the event was related to the device, therapy, and lead but not the procedure. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.